Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Moisture damage was found at the motor assembly and electronic assembly. It was unable to perform the basic occlusion, occlusion and excessive no delivery tests due to corroded keypad traces. The device also had a scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing reservoir tube o-ring, cracked reservoir tube window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer jumped into the pool with the insulin pump. They dried the device and felt the device vibrate. It was stated that the insulin pump had not been dropped, but it had a crack at the reservoir compartment and fluid could be seen under the screen. Customer's blood glucose value was 261 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.